Event description:
Information received with return of the explanted device notes that approximately 45 minutes post-op the patient exhibited lo ng periods of asystole. During the re-operation the device was easily dislodged with a slight tug.. After repositioning, the lead still exhibited unacceptable thresholds. Subsequently, the lead was replaced. The patient is comple tely pacemaker dependent.